Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-23695. Additional information indicates the patient had effective therapy prior to surgery but diagnostics would show fluctuating impedance values on the left l1 lead. In turn during the procedure on (B)(6) 2020 it was discovered one of leads could be easily removed from the header. As a result, during the procedure l1 lead was reseated in the header and tightened. The issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22689. It was reported the patient underwent surgical intervention on (B)(6) 2020 to implant a lead for additional coverage. Therapy was restored postoperatively.